Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
The clinician expressed uncertainty regarding removing the intervention on the venous bubble detector (vbd). I reviewed the process and confirmed that the red link was not visible in the venous bubble window. The customer insisted that the pump stopped with a venous bubble event without the intervention on. I confirmed that a pump stop was inconsistent with a venous bubble detection absent an active bubble intervention. I conveyed to the customer that I would be generating a complaint and asked for pictures of the system info screen, venous bubble probe serial number, and alarm event screen. Complaint number: onetrack# (B)(4).

Manufacturer narrative:
According to review of the device history record no abnormalities could be found. According to communication with the sales and service unit (ssu) a repair was not performed. The customer confirmed that there was no malfunction. The incident was caused by a customer error. The failure could not be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.

Event description:
Complaint number: (B)(4).